Event description:
Caller alleged discrepant results compared to the lab: lab 6.7, 6.1; inratio 3.2, 3.5.

Manufacturer narrative:
Discrepant results (precision) provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 3.2, 3.5; mean = 3.35; sd = 0.21; %cv = 6.33%. Since 6.33% cv is less than 20%, inratio meter results pass the criteria for precision. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2 for test 3. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required.